Event description:
It was reported that the right atrial (ra) lead exhibited high unstable thresholds, a fracture, high/undefined impedance and oversensing/noise. It was noted the patient experienced a fall approximately four months ago which is when the issues with the lead started. The lead was reprogrammed and was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.